Event description:
N/a.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) review- the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the evaluation of the device could not duplicate the reported complaint of the device slipping and causing injury. The integra contact that first saw the device stated "I found that they used a mixture of two clamps. The ratchet arm is older (11 years) than the rocker arm." The customer is reminded to refer to the device a1059 IFU for proper user instructions and note that integra mayfield devices has an expected life of 7 years . Root cause - the definite root cause cannot be reliably determined but it is likely caused by improper usage. This device exceeds its expected life of 7 years and replacement is highly recommended. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an unspecified surgical procedure, the head of the patient moved in the mayfield modified skull clamp (a1059). Additional information received indicates that a combination of two clamps were used, and the ratchet arm is older (11 years) than the rocker arm. The plunger opened while doing the surgery, and the patient sustained a middle severe scalp injury. The wound was treated sterile after the operation. It was a deep wound, showing the galea and the bone. Additionally, it was noticed during the operation (from the position) that the mayfield had moved. The event led to increased surgery time of 30 minutes.